Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The patient reported insulin flow block alarm due to occlusion which resulted in hyperglycemia and was treated with bolus on (B)(6) 2026.